Event description:
The initial attorney report alleged unspecified injuries due to a defective hernia repair device. The following is based on the medical records provided by the patient's attorney: on (B)(6) 2001 - implant of two non-bard mesh products. On (B)(6) 2005 - repair of ventral hernia with ventralex mesh. (Note: see MDR 1213643-2012-00412 for information related to the ventralex mesh). On (B)(6) 2006 - laparoscopic ventral hernia repair with an unspecified non-bard mesh. A generalized diastasis was noted of the lower abdomen. On (B)(6) 2006 - repair of recurrent ventral hernias with composix kugel mesh. Several small hernias were noted around the edges of the previously placed ventralex mesh, omentum adhesions to the mesh were also noted. On (B)(6) 2007 - the patient was feeling some discomfort and was emphatic about having the composix kugel mesh removed. Excision of the composix kugel mesh and placement of non-bard mesh. Reportedly, "the mesh appeared to be completely intact and there was no evidence of any recurrent ventral hernia." The non-bard mesh was primarily sutured to the previously placed ventralex mesh. On (B)(6) 2009 - repair of recurrent ventral hernia with non-bard mesh. On (B)(6) 2009 - repair of recurrent ventral hernia with non-bard mesh and mesh reinforcement of the anterior abdominal wall with flat mesh. The md noted "I wanted to not only repair the hernia but to reinforce the anterior abdomen with a large piece of mesh to try and prevent these numerous recurrences." (Note: there was no indication that there were any issues related to the flat mesh).

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on the information available at this time, no definitive conclusions can be made. This is a patient with a documented medical history of hernia recurrences prior to the implant of any bard product. It appears that the composix kugel mesh was excised due to some discomfort by the patient. The patient was emphatic and insistent that the mesh be removed. Given the recall, the patient's discomfort, and the her insistence, the mesh was removed. The post operative diagnosis states "no evidence of mesh malfunction or recurrent hernia." There was no lot number included in the medical records provided; therefore a review of the manufacturing records could not be conducted. Additionally, no sample was provided for evaluation. At this time no connection can be made between the reported event and the davol product in question. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.